Event description:
It was reported that a patient presented in-clinic reporting syncopial episodes. Upon interrogation, the patient's right ventricular (rv) lead was found to have intermittent loss of capture. The rv lead was explanted and replaced on (B)(6) 2022. Rv lead dislodgement was confirmed by comparing prior x-ray images to fluoroscopy imaging taken during the procedure of the rv lead. No additional malfunctions were reported. The patient was stable throughout the intervention process.